Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the controller fault alarm was confirmed via the log files and reproduced during testing of the device. The system controller event log files were reviewed, and timestamps span approximately 18 days (15:16:50 on 05jun2025 to 11:46:24 on 23jun2025). From the beginning of the log file (15:16:50 on 05jun2025), a controller internal fault alarm was active, associated with a liquid crystal display (lcd) communication fault. This alarm did not impact the system controller¿s ability to support the pump. On 23jun2025, the driveline was disconnected at 08:40:13 and system controller was shut down at 08:41:14. The controller internal fault alarm was resolved as the system controller was restarted at 08:48:22 on 23jun2025. At 08:48:38 on 23jun2025, the driveline was reconnected and, shortly after at 08:50:28, the controller internal fault alarm activated. The driveline was disconnected again at 11:46:22 on 23jun2025, and the system controller was shut down at 11:46:24, resolving the controller internal fault alarm. The pump maintained an expected speed while the driveline was connected. The returned system controller (serial number: (B)(6)) was tested, and the controller fault alarm would activate shortly after powering the system controller. Although an alarm was active, this did not affect the system controller¿s ability to operate a mock circulatory loop. Upon troubleshooting the lcd pcb (printed circuit board), integrated circuit (ic) u3 was found to be damaged. The ic was replaced, and the system controller was powered on with no alarms arising. The system controller was then connected to a mock circulatory loop with no issues. The system controller passed all functional testing after replacing the damaged ic. Multiple good faith effort (gfe) attempts were sent to inquire if any troubleshooting steps were performed; however, no response was received. The root cause of the reported controller fault alarm was traced to a damaged ic. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including controller fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review on (B)(6) 2025. The event log file captured internal controller faults associated with the lcd communication beginning on 04jun2025. This indicated communication between the lcd and the controller micro, or the lcd itself was not functioning properly. It was recommended to exchange the system controller, and a warranty replacement was requested. On (B)(6) 2025 log files were sent again, and the log again captured the controller lcd comm fault alarms beginning on (B)(6) 2025. It was again recommended to swap out the controller.